Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter was unable to give exact values. The tests were performed within an unknown time of each other. This complaint is being reported because the reported results may not have met lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.